Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified two other similar incidents from this lot both related to the same reported event. The complaint investigation determined the reported difficulties are related to a potential labeling/packaging issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that a 1.50x8mm nc trek balloon (1012444-08/71117g1) was returned unused from the hospital. The addendum label content [(B)(4)] was discrepant from the original label content [(B)(4)]. The device was not used and there was no patient involvement. No additional information was provided.